Manufacturer narrative:
H3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy was 10-12mm.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the surgeon felt off midline when navigating towards the back of the patient's head. The surgeon had trouble getting a passing registration that they were happy with when attempting a 3 point touch and trace registration on the prone patient. They eventually got a registration metric of 2.9 and felt confident when checking accuracy near the front of the head. The manufacturing representative (rep) said they found that one of the spheres on the reference frame was loose, but after making sure it was fully seated they did not see a change in navigation. Did not get clarification if they reregistered after seating the sphere. Navigation was aborted. There was no delay and no impact on patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735737 (lot: 2.1.0); h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. The archive had 1 CT and 1 mr exam, one plan data was found in the occipital lobe where the anatomy and registration was performed with an error metric of 2.9 millimeteres (mm). The logs captured there was 1 session on the date of issue, site used tumorresectionoptical procedure and performed multiple registration, the last registration was performed with an accuracy of 2.9 mm using touch_trace of registration. There was no abnormality observed related to the reported behavior. Previously submitted codes: b01, c19, d15, are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.